Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 for the treatment of stress urinary incontinence and mesh was implanted. The patient experienced multiple complications, including erosion, bleeding, incontinence, infection, swelling, difficulty voiding, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. She underwent a mesh excision surgery on (B)(6) 2011. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010, and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-00427. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh excision due to infection and erosion with excision of urethral diverticulum.